Event description:
Patient had a tkr on (B)(6) 2012. Sales rep reported that the pt fell on her knee and needed revision surgery. The revision surgery was on (B)(6) 2013.

Manufacturer narrative:
Eval summary to support. The implant was not returned for examination; therefore, omni could not confirm the lot numbers of the product reported nor perform an inspection of the implant. Based on the info provided, a review of mfg and sterilization records was performed and there was no evidence in the files that showed a correlation that would likely result in the patient falling nor was there any indication of a defect in the implant. The surgeon did not report that the fall was related to the implant. All batch records, sterilization and sterility results were reviewed. There were no deviations reported.